Manufacturer narrative:
Date rec'd by MFR: 06aug2019. The customer's biomed confirmed the screen issue. The customer's biomed reported that replacing the user interface (ui) assembly corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Dark screen issue. There was no patient involvement.